Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although a root cause could not be identified, it is presumed the likely cause of the deep cut on the probe cover is traced to component failure from mechanical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope exhibited a cut on the pink rubber probe cover. There was no patient involvement.